Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that there was a leak on the connection site between the device and the filter. They used another filter and the connection site still leaked. Then they used another device and no leak was found.